Manufacturer narrative:
H.6. Results code 1 updated. H.6. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H.6. Conclusions code 1 updated. H.6. Conclusions code 1: code 18 - according to the gore® dryseal flex sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient may result. According to table 1. Gore® dryseal flex introducer sheath sizing, the minimal ID for a dsf2433 sheath is 8.0mm, and the nominal body od is 8.8mm. Furthermore, the IFU directs users to stop advancement of the assembly if there is resistance. Investigate the cause of resistance before proceeding.

Manufacturer narrative:
Additional devices included on this report are as follows: item #plc121000j/ lot #21404772/ UDI #(B)(4) which is captured in manufacturer report #3013164176-2020-00088.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system, and a gore® dryseal flex introducer sheath (24fr). The 24fr. Introducer sheath was inserted from the patient's left femoral artery. It was reported that the diameter of the patient's left external iliac artery was approximately 7-8.5 mm. There was resistance reported during the insertion of the 24fr. Sheath. After all devices were implanted, the 24fr. Introducer sheath was removed, and angiography imaging identified a left external iliac artery rupture. A gore® excluder® aaa contralateral leg component was implanted in the patient's left common iliac artery down to the level of the left external iliac artery to cover the rupture site. The patient's left internal iliac artery was intentionally covered by the contralateral leg component. The patient tolerated the procedure.